Event description:
Valve obstruction issue. The patient is (B)(6) years old, did v-p surgery in yr 2014. Device 823114 was used and no abnormality was noted during the surgery. The patient felt dizziness accompanied by vomiting at the early of lunar year 2015. The surgeon adjusted the pressure of the valve but without any effect. It was suspected the valve was obstructed due to high cerebral protein. The patient is still in hospital and waiting for revision surgery.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3114, with lot cpjbd0, conformed to the specifications when released to stock on the 6th september 2013. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.